Event description:
Device malfunction: failure to deploy clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, while advancing the thumb advancer during sheath splitting, two clicks were heard; however, it was unk if the clip deployed. The device was removed and hemostasis was achieved by manual compression. There was reportedly no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.